Event description:
On 3/10/1999 pt was admitted with aspiration. He was taken to or for percutaneous endoscopic gastrostomy tube placement. On 4/21/1999 he returned to the surgical outpatient clinic as the tube had broken in two pieces. The tube was replaced. Tube placed 3/10/1999- moss peg-18 tube this tube broke 32.5cm from the white molded plastic that contains the port sites. This tube broke cleanly in two at the site of the second hole in the tubing.